Manufacturer narrative:
Returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen. The rapid port exchange and tip of the device were damaged. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At the rapid port exchange the guidewire lumen was punctured exposing the inflation lumen and causing the device to leak. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.